Event description:
Related manufacturer report number: 3006705815-2022-17115. It was reported that the patient's ipg became inoperable after an unrelated procedure. As a result, the patient underwent surgical intervention during which the ipg was explanted and replaced. During the procedure, it was noted that the patient's left supraorbital lead had migrated. Further surgical intervention may occur.

Event description:
Additional information received indicates that the patient has effective therapy.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.